Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
The products was returned to pentax medical for repair. We checked the returned unit and confirmed that the ccd drive pcb connection failure. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd drive pcb. In addition, we confirmed that the electrical pin connector assy connection failure; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""expiration date:2024/2/23"" and/or the risk analysis results, it was evaluated to submit MDR.